Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the fiber is broken within the outer flow tubing forward of the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and slight melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "tip of laser fiber broken" could not be confirmed; fiber broken between distal tip and control knob was observed; the probable root cause of the failure is: excessive bending.

Event description:
It was reported that at 30,006 joules of use and 6:29 minutes while using the surgical fiber during a prostate procedure, the fiber tip was broken / damaged. The fiber was replaced and the procedure completed using a second surgical fiber. There was "no injury to patient" reported.